Event description:
Additional information was received. Patient was not getting therapy as high in their neck as they once were. The impedances in the top (#4) electrode were measured >3600 ohms. The top and bottom electrodes were both >3600 ohms and could not be used. This lead was a subcutaneous lead. The hcp performed a lead revision, implanting a new lead. He was not able to fully remove the previous lead, so he cut and removed part of it. The patient recovered without sequela and was doing well.

Event description:
Additional information received reported the patient had some reprogramming done since implant and the parameters had changed somewhat. As of (B)(6) 2012, one electrode possibly had an open circuit, but no shorts had been identified through impedance checks in the past two weeks. A manufacturer representative met with the patient on (B)(6) 2012. Impedances were measured again, and this time there was a short between 3 and 4 (less than 70 ohms). A group impedance test also indicated a short. The patient had no falls or injuries to indicate where the short was at. The implantable neurostimulator (ins) had reached end-of-service and the patient was not receiving therapy. The ins was going to be replaced in the near future, but a date was not yet determined.

Manufacturer narrative:
Analysis of the battery, model #37701/serial #(B)(4), found the battery normal end of life, telemetry and output okay.

Manufacturer narrative:
Extension model 3708220, serial # (B)(4), implanted (B)(6) 2012, explanted unk; lead model 3888-56, lot # 3888-56, implanted (B)(6) 2012, explanted unk; lead model 3888-56, lot # 3888-56, implanted (B)(6) 2012, explanted unk.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Additional information showed the patient's device was replaced. High impedances continued to be seen on all electode pairs utilizing electrode 7. The patient outcome after replacement was reported as "no injury."

Event description:
It was reported that the implantable neurostimulator reached an end-of-service status after five weeks. A longevity calculation based on group a being used 24 hours per day with cycling showed the implantable neurostimulator (ins) would last an estimated 30 months. A longevity calculation based on group b being used 24 hours per day with no cycling suggested the implantable neurostimulator would last 4 months. Group a was used 30% of the time, while group b was used 70% of the time. Only the 0-7 port was utilized, the other port was plugged. Additional information received reported impedance measurements with electrodes 0-6 were within normal limits, while electrode 7 was >3,600 ohms and 8-15 were all >35,000 ohms because the patient had two leads implanted and half the ins was plugged off. At the time of the last reprogramming, the patient had stopped using the device but seemed to be doing okay. The ins was going to be replaced in the near future.